Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. It was reported that the patient expired due to ventricular tachycardia. The device was operating as intended throughout the lvad support. There were no reported issues or device malfunctions that could have contributed to the patient¿s cause of death. No autopsy will be performed and the device will not be returned for evaluation. The heartmate ii lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator, the patient expired due to ventricular tachycardia (vt). The device was operating as intended throughout the lvad support. There were no reported issues or device malfunctions that could have contributed to the patient's cause of death. No autopsy will be performed. The device will not be returned for evaluation.